Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hepatectomy, reload was connected with the powered stapler and an attempt was made to perform treatment on hepatic vein and glisson together. The firing button was pressed but the staples did not come out. A new reload was used to complete the case. There was no patient injury.